Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382533 and lot number 4110702. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Event description:
It was reported that bd insyte autog bc leaked at the catheter/hub junction. The following information was provided by the initial reporter: bd insyte autoguard bc 20ga appears to have a defect in the product where the catheter meets the pink hub - blood was leaking out; air was in connected tubing when checking for blood. (B)(6): please provide the date of event for aug-2024. 8/27/24. Please confirm the address of the facility for us to ship the return label ((B)(6))? There is no item to return. The IV was disposed due to blood contamination. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Patient had to be restuck.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.